Manufacturer narrative:
Investigation summary: tested 5x retained devices and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Analysis showed a large number of positive and negative values with s/co values near cut off. This could be an indication of sample specific issues, environmental conditions or test methodology. Root cause: unable to determine. Source: phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label at the time). No confirmatory testing was performed.